Event description:
It was reported that the patient began to hear static with his implant in 2008, and then suddenly he was no longer able to hear any sound. At the clinic the next day, his external equipment was checked and found to be fully functional. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.